Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead had a ventricular fibrillation (vf) episode. It was noted that the initial shock was delayed due to undersensing, and subsequent shocks were having trouble converting the patient's rhythm; however, the third shock successfully converted the patient. Boston scientific technical services (ts) discussed programming options, and it was noted that the patient would be brought back in for follow-up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that an additional shocking coil was added to this lead. No adverse patient effects were reported.